Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device had a damaged component and cable/cord/wiring. It was noted in the service order that the device had an e8 error, faulty motor and control unit, liquid damage and worn coupling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that an e8 error, motor and control unit faulty, liquid damage, worn coupling, damaged component - cable/cord/wiring. It was also noted that during repair diagnostic assessement the device failed loctite, cable, hand control and safety assessement. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to cleaning, sterilization and/or maintenance procedures not followed as per directions for use, which is user error / abuse and possible misuse (liquid damage). If additional information should become available, a supplemental medwatch report will be sent accordingly.